Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report and observed that this is because of the time change made by the user. This is expected behavior. The reported event is confirmed however its expected behavior. After thorough investigation, we observed in the reports that user has updated the pump to future time causing the data to be ambiguous for current date range. To assist with the resolution, provided the below feedback to helpline support team. User did a time change to october 2026 and correct it back. Currently carelink shows the most latest recent updated date in data calendar. We already have an enhancement to change this. Please try to change the date to desired range manually and then generate reports. Additionally we provided the screenshot on the steps to be followed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The root cause of the issue is because of the time change made by user in pump. Helpline did not confirm whether the provided recommendation resolved the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no data when generating the carelink daily reports. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.